Event description:
The complainant reported to boston scientific (bsc) that a female patient (age unknown) underwent a diagnostic egd (esophagogastroduodenoscopy) procedure in 2006. The radial jaw 4 biopsy forcep was utilized within the patient's stomach to obtain a biopsy sample. The physician noted that the biopsy "tore from the mucosa versus a clean bite." The procedure had been completed. The patient did not sustain any reported adverse effect as a result of the biopsy. The patient condition is noted to be 'fine.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, we are not able to determine the relationship between this device and the cause for this event.